Event description:
Caller reported a malfunction on the pump after jumping into a lake. Blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and informed the caller about sending a replacement pump with updated software. Caller will use a back-up insulin pump for insulin therapy.